Event description:
The initial report stated that during a laparoscopic splenectomy, it was noticed that the cord had a scratch and the wire was visible. Another device was used to complete the procedure. There was no pt injury. The incident device was returned and upon eval, a visual inspection revealed that the gray wire at the jaw was bare.

Manufacturer narrative:
A visual examination of the incident device revealed the gray jaw wire was exposed. The wire may have contacted a sharp edge of a trocar/cannula during insertion or removal of the device. The IFU states: carefully insert and withdraw instruments from cannulas to avoid possible damage to devices and/or injury to the pt.